Event description:
It was reported that the patient had erosion and edema/swelling at the patient's pump pocket site. The physician explanted the patient's pump due to failure of wound closure. The physician stated that the patient's final outcome was "non-serious injury/illness" and that the patient was doing "well" with oral medications. The medications being delivered via the device system were dilaudid and bupivacaine.

Manufacturer narrative:
(B) (4) - the pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.